Manufacturer narrative:
(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a bilateral internal carotid artery (ica) occlusion, a 132cm large bore 71 catheter (ic71132ug, lot unknown) was used through a 9f cello balloon guide catheter successfully. The same large bore 71 catheter (lbc) was then attempted to be advanced through a second 9f cello balloon guide catheter but would not advance into the catheter. The 9f cello balloon guide was then replaced and the same lbc was again attempted but unsuccessfully. At that point, the physician used another new lbc, it was attempted and successfully passed through the second 9f cello balloon guide catheter. There was a delay in surgery of 10 minutes. There was no patient injury reported. The procedure was successfully completed. Additional information received indicated that there was one 9f cello balloon guide catheter (bgc) at the left ica and one 9f cello bgc at the right ica. When the issue occurred, the 9f cello at the right ica was removed and the left ica cello bgc was moved over to the right ica (resulting in a loss of cerebral target position) but the issue continued, so the lbc was replaced. A 132cm large bore 71 catheter was received and inspected. It was discovered that the received device has a flattened area in the distal portion of the catheter. The damage found on the catheter is consistent with the location the physician described as 4 ¿ 10 cm from the hub of the cello balloon catheter. A manufacturing record evaluation was performed for the finished device c51235 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿catheter (body/shaft)- impeded with loss of cerebral target position¿ was confirmed due the device was found flattened and this might have contributed to an impediment and due to this we can confirm the complaint. The damaged condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Expiration date and device manufacture date: dates are not available at this time. Physical manufacturer: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a bilateral internal carotid artery (ica) occlusion, a 132cm large bore 71 catheter (ic71132ug, lot unknown) was used through a 9f cello balloon guide catheter successfully. The same large bore 71 catheter (lbc) was then attempted to be advanced through a second 9f cello balloon guide catheter but would not advance into the catheter. The 9f cello balloon guide was then replaced and the same lbc was again attempted but unsuccessfully. At that point, the physician used another new lbc, it was attempted and successfully passed through the second 9f cello balloon guide catheter. There was a delay in surgery of 10 minutes. There was no patient injury reported. The procedure was successfully completed. Additional information received indicated that there was one 9f cello balloon guide catheter (bgc) at the left ica and one 9f cello bgc at the right ica. When the issue occurred, the 9f cello at the right ica was removed and the left ica cello bgc was moved over to the right ica (resulting in a loss of cerebral target position) but the issue continued, so the lbc was replaced.